Event description:
It was reported that there was battery depletion due to a short circuit in either the lead or the extension. Impedance readings for contact 0/1 were measured at 39 ohms. All other impedances were in the 500-1100 range. An end-of-service / end-of-life message was also reported. A longevity calculated estimated implantable neurostimulator (ins) life expectancy at 4.52 months. The ins was explanted and replaced on (B)(6) 2011. The short circuit was programmed around, and the pt was receiving expected therapeutic benefit. It was reported that the pt recovered without sequela. See MFR rep # 3004209178-2011-06623 for replacement of the previous ins for short circuit issues. This event was previously reported under MFR rep #3004209178-2011-06619. All future f/u will be conducted under this report.

Manufacturer narrative:
(B)(4). Analysis of the implantable pulse generator found no anomaly. The ins output was tested at the distal end of a known good lead. Good stable output was observed on each electrode pair on an oscilloscope. A nonstandard impedance test was performed. The ins was connected to a known good lead. The ins and the electrodes on the lead were placed in a 0.9% saline solution. Impedances were measured with an 8840 programmer. There were good impedances on every electrode pair. The ipg was functionally ok. Analysis of the ipg plug found no anomaly.